Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID :(B)(4). Study: (B)(4). Clinical notification received for revision of right total knee to address instability date of implantation: (B)(6) 2019. Date of revision: (B)(6)2021. (Right knee) treatment: revision of tibial insert. Medical records received: primary operative notes (B)(6) 2019 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Office notes (B)(6) 2021 indicate the patient is experiencing pain, swelling, instability and inflammation. It is noted that the patient also has a ballotable patella: then is when the patella rides up from the condyles due to a large effusion within the knee. Revision operative notes (B)(6) 2021 indicate the patient received a right total knee revision due to global instability. Upon entering the joint, synovitis and adhesions were encountered and removed. Osteophytes were also removed from the lateral femur. There was evidence of impingement in the posterior aspect of the poly insert on the femoral condyles. Poly insert wear was also noted. The tibial insert was revised, all other implants left in situ without evidence of deficiency. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> no lot information available.